Event description:
The bilaterally implanted patient has exhibited significantly fluctuating impedances on a number of electrode channels since (B)(6) 2013.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.